Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A surgeon reported that, after intraocular lens implantation surgery, on day five postoperative, the patient was presented with sore eye, corneal staining and advised review in 24 hours. Patient reported increased discomfort overnight and presented following day with reduced vision and hypopyon. The patient was sent to tertiary hospital for investigation. Anterior chamber washout performed and intravenous antibiotics given. Anterior chamber sample has yielded gram positive bacteria species. Surgeon therefore suspects case on endophthalmitis.